Event description:
It was reported that cerebral vascular accident, device shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. The patient had a concomitant procedure on (B)(6) 2026. The patient had difficult anatomy, there was bifurcation, proximal pectinate and sharp anterior/superior bend. The closure device implant went fine although multiple deployments were required to achieve proper position, three (3) full recaptures and three (3) partial recaptures were recorded. Position, anchor, size and seal (pass) criteria was met. The closure device was positioned at the ostium of the laa with no shoulder observed. The tug test demonstrated stable closure device fixation. The closure device compression ranged from 14 percent to 21 percent, and no peri-device leak was identified on intracardiac echocardiography (ice). The patient returned on (B)(6) 2026 with stroke symptoms. A compute tomography (CT) scan was performed and the physician who read CT noted that there was hypoattenuated thickening and a closure device leak present. Hypoattenuated thickening was determined to be behind the fabric of the closure device. The closure device appears to have shifted and there was a peri device leak. Also noted on the CT was significant calcium on the valves and aorta. It was recommended that the physician perform a 45-day follow-up transesophageal echocardiography (tee) to determine the size of the peri device leak and determine what is the next course of action.